Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the ICD was implanted on (B)(6) 2020 and connected to three leads previously implanted. On (B)(6) 2022, the patient was hospitalized due to infection-decubitus ulcer-bacteremia and the entire system (crt-d and its three associated leads) was explanted on (B)(6) 2022 and replaced by a new system.